Event description:
It was initially reported by the nurse that the pt had died from being ill possibly the flu and was unable to clear his airway. She did not have any add'l info. It was reported that the pt was in a nursing home which they did not know the location of. She did not know the relationship of their death to the vns just that they died from flu. It is unk if the pt's vns was explanted. No add'l info could be obtained.